Event description:
Guide wire appears to have broken during insertion. After the needle entered the vein, the guide wire and catheter were advanced from the device. Once the guidewire and catheter were advanced, the device was inspected and it was noted that the guide wire was not fully intact.